Event description:
It was reported that while using het side-firing surgical fiber during a prostate procedure, the output beam was observed to fire straight. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
(B)(4).